Event description:
Per hospital staff, one of the freedom drivers we received, sn: (B)(6) failed due to lap being out of specification. Driver reportedly sounded like it was "working way too hard."

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found the connector to the power adapter broken. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. An extended observation run was performed without any output issues, alarms, or malfunctions. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported low left atrial pressure was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. The broken connector to the power adapter was cosmetic only. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, one of the freedom drivers we received, sn: 5216a failed due to lap being out of specification. Driver reportedly sounded like it was "working way too hard."